Event description:
When the defrost trigger was pressed while freezing a wart on the lower eyelid, the tip of the unit blew off and imbedded in the pt's eye. Pt had multiple surgeries on rt eye but lost vision due to the penetrating eye injury. Malpractice case ensued and the pt settled out of court.